Event description:
This rv lead was implanted on (B)(6) 2009 and wa explanted on (B)(6) 2016 due to migration and shock impedance 188. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).